Event description:
Reconstruction of breast contour 5/3/82. On 3/1/91, pt had left breast pain which was relieved with motrin. On 11/4/93, significant pain on left. Pain not controlled with motrin. Dr recommended implant removal in near future. On 2/4/94, pt had bilateral capsulectomies with implant removal. Implants were ruptured but were maintained within capsule.